Manufacturer narrative:
As per product evaluation results, the spiral wires were not able to retract and extend completely when the thumb slide on the handle was moved. The handle was opened and the core wire was found to be bent. When the core wire was pulled directly, the membrane moved in conjunction. Spiral cable was exposed through a tear of approximately 0.1" in length in the latex membrane. Edges of the torn region appeared to match up. Per edwards IFU " exposure to the atmosphere, handling during insertion, and plaque and other deposits within the blood vessel may cause latex membrane degradation." And " to minimize the risk of vessel or membrane damage, do not exceed the maximum recommended pull force (see catheter specifications).". No other visible damage was observed from catheter body and membrane. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with these two fogarty corkscrew catheters ((B)(6) and (B)(6), the handle activation did not work. There was no allegation of patient injury. The devices were available for evaluation. As per product evaluation results, as received, the spiral wires were not able to retract and extend completely when the thumb slide on the handle was moved. The handle was opened and the core wire was found to be bent. When the core wire was pulled directly, the membrane moved in conjunction. Spiral cable was exposed through a tear of approximately 0.1" in length in the latex membrane. Edges of the torn region appeared to match up.

Manufacturer narrative:
Added: h3 (device evaluated by manufacturer), h5 (labeled for single use), h6 (component code, type of investigation). Updated: h6 (investigation findings, investigation conclusions). Further investigation was completed by the engineers in the manufacturing site. Customer report of "handle activation did not work" was able to be confirmed through objective evidence from the product evaluation. Based on the available information, the failure mode is associated to a manufacturing defect regarding the wire damaged. A personnel acknowledgment was provided to the manufacturing personnel. Edwards will continue to review and monitor all events. Note: complaint referenced in the initial report as 2023-28006-01 is related to report ID: 2015691-2024-01088. Complaint reference 2023-28006-02 does not meet the criteria for reporting.